Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of lead noise were observed. Lead damage was suspected; however, provocation testing was unable to reproduce the noise. The patient as stable and will be monitored.